Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain, pain') and menorrhagia ('menorrhagia') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding, pelvic pain, hypothyroidism, diabetes, hypertension, dizziness, weakness, anemia, multigravida, multiparous, gastritis, hematochezia and bell's palsy. Essure confirmation test- (B)(6) 2008, result: total bilateral occlusion. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("vaginal bleeding"). In (B)(6) 2008, the patient experienced fatigue ("fatigue") and nausea ("nausea"). On (B)(6) 2009, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and anxiety ("anxiety"). On (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)") and anaemia ("anemia"). The patient was treated with surgery (ablation, d and c and total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, menorrhagia, vaginal haemorrhage, anxiety, migraine, headache, fatigue, anaemia and nausea outcome was unknown and the dysmenorrhoea had resolved. The reporter considered abdominal pain, anaemia, anxiety, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, nausea and vaginal haemorrhage to be related to essure. The reporter commented: I had excellent visualization of the tubal ostia and the essure coils were put in under manufacturer's direction in each side without any difficulty with approximately 4-6 coils remaining in the uterine cavity. Most recent follow-up information incorporated above includes: on 28-may-2019: pfs and medical record received. Medically confirmed case. Reporter and patient demographics were added. Medical history were added. Updated suspect drug indication. Event injury nos replaced with abdominal pain, pain, menorrhagia, vaginal bleeding, anxiety, migraines, headaches, dysmenorrhea, fatigue, anemia and nausea added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain, pain') and menorrhagia ('menorrhagia') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding, pelvic pain, hypothyroidism, diabetes, hypertension, dizziness, weakness, anemia, multigravida, multiparous, gastritis, hematochezia and bell's palsy. Essure confirmation test-(B)(6)2008, result: total bilateral occlusion. On (B)(6)2008, the patient had essure inserted. On (B)(6)2008, the patient experienced menorrhagia (seriousness criteria hospitalization, medically significant and intervention required) and vaginal haemorrhage ("vaginal bleeding"). In (B)(6)2008, the patient experienced fatigue ("fatigue") and nausea ("nausea"). On (B)(6)2009, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and anxiety ("anxiety"). On (B)(6)2014, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"), anaemia ("anemia") and implantation complication ("complications after implant"). The patient was treated with surgery (ablation, d and c, blood transfusion and total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6)2016. At the time of the report, the abdominal pain, menorrhagia, vaginal haemorrhage, anxiety, migraine, headache, fatigue, anaemia, nausea and implantation complication outcome was unknown and the dysmenorrhoea had resolved. The reporter considered abdominal pain, anaemia, anxiety, dysmenorrhoea, fatigue, headache, implantation complication, menorrhagia, migraine, nausea and vaginal haemorrhage to be related to essure. The reporter commented: I had excellent visualization of the tubal ostia and the essure coils were put in under manufacturer's direction in each side without any difficulty with approximately 4-6 coils remaining in the uterine cavity. Most recent follow-up information incorporated above includes: on 15-jul-2020: pif received. New event of complications after implant added, cluster ID was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain, pain') and menorrhagia ('menorrhagia') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding, pelvic pain, hypothyroidism, diabetes, hypertension, dizziness, weakness, anemia, multigravida, multiparous, gastritis, hematochezia and bell's palsy. Essure confirmation test-(B)(6) 2008, result: total bilateral occlusion. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria hospitalization, medically significant and intervention required) and vaginal haemorrhage ("vaginal bleeding"). In (B)(6) 2008, the patient experienced fatigue ("fatigue") and nausea ("nausea"). On (B)(6) 2009, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and anxiety ("anxiety"). On (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"), anaemia ("anemia") and implantation complication ("complications after implant"). The patient was treated with surgery (ablation, d and c, blood transfusion and total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, menorrhagia, vaginal haemorrhage, anxiety, migraine, headache, fatigue, anaemia, nausea and implantation complication outcome was unknown and the dysmenorrhoea had resolved. The reporter considered abdominal pain, anaemia, anxiety, dysmenorrhoea, fatigue, headache, implantation complication, menorrhagia, migraine, nausea and vaginal haemorrhage to be related to essure. The reporter commented: I had excellent visualization of the tubal ostia and the essure coils were put in under manufacturer's direction in each side without any difficulty with approximately 4-6 coils remaining in the uterine cavity. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 13-aug-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.